Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine did not flow past the anti reflux chamber at the top of the drain bag.

Manufacturer narrative:
Received 1 used drainage bag only. The reported event was unconfirmed as the problem could not be reproduced. The visual inspection noted no obvious defects. The received sample was functionally tested under tm50030 (drainage test for customer complaint-catheters/drainage bags) by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 42 sec. The sample received reached the intended drainage indicated in less than 64 seconds. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the urine did not flow past the anti reflux chamber at the top of the drain bag.